Manufacturer narrative:
(B)(4). Upon follow up, it was reported that the patient had recovered from the peritonitis. Dianeal therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the event. The patient was treated with tobramycin injections (40 mg per day, route and duration not reported), reflin intraperitoneally (500 mg per day up to 14 days), and heparin (2 milliliters every exchange, route and duration not reported). At the time of this report, the patient was recovering from the peritonitis event. Action taken with dianeal therapy was not reported. No additional information is available at this time. This is report 3 of 3 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. The device was not returned and the lot number is unknown; therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted. This is the same patient as (B)(4).